Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tube of the catheter broke during ablation. No error messages were observed. No patient complications were reported and no additional details were provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tube of the catheter broke during ablation. No error messages were observed. No patient complications were reported and no additional details were provided. Additional information received stated that the procedure was completed successfully with original device. The device is no longer returning due to disposal.